Event description:
The customer reported that the system intermittently would not make an exposure. This resulted in an intermittent recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cable inside c-arm was evaluated and replaced. The system was tested and found to be working as intended.